Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced an inability to coordinate their body and then a loss of consciousness. The customer had healthcare professional (hcp) contact where an unspecified blood glucose test was performed on the hcp's meter. The customer was treated by the hcp with intravenous fluids for treatment ¿to get up the glucose levels¿ and diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.